Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a syndesmosis stabilization procedure, while implanting the oblong button on the medial side of the tibia, the button did not properly release from the ar-8925ss syndesmosis tightrope xp inserter. This issue occurred with quantity two ar-8925ss from lot: 10401993. In both instances, the oblong button came back into the tibial tunnel. On the second attempt, the oblong button became wedged in the tunnel and could not be removed. A new ar-8925ss was brought in and used to complete the procedure. Additional information received on 02/06/2020: the rep confirmed the issue was with a quantity two ar-8925ss from lot: 10362311 (x 1) and lot: 10401993 (x 1). The rep stated the first ar-8925ss (lot: 10362311) would not release properly and became stuck and did not fully come off the inserter. The surgeon pulled back, and the button came off the inserter incorrectly and could not be seated appropriately. The surgeon then made a larger incision on the lateral side in order to cut the sutures and retrieve the button. The second ar-8925ss (lot: 10401993) was brought in and the same issue occurred. The button came off the inserter a little bit. Upon pulling back, the button became lodged in the tunnel and the round button on the inserter also came out of its track creating more slack in the tightrope. When the button could not be pulled back through the tunnel, the surgeon used the tightrope xp inserter to attempt to push the oblong button out of the tibial tunnel on the medial side, but it would not move out of the tunnel. The second button was left implanted. The surgeon then drilled a new tunnel and a third ar-8925ss from lot: 10373020 was used to complete the procedure without further issue. The complaint is associated with a primary procedure, and at this time no revision is scheduled.